Manufacturer narrative:
Explant date of leads is unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report: 1627487-2018-06131 it was reported the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention to explant the scs system (explant date is unknown).